Event description:
Loss of capture was noted on strips slightly before cm ran according to estimated time. The rv threshold last 15 days detail shows that when cm ran, programmed output had a safety margin of at least 2.0x the threshold. There was a period of increased threshold readings from cm from (B)(6) 2024, but it appears to have stabilized as of late. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).